Manufacturer narrative:
Manufacturer's investigation conclusion: the patients death will be reported under the pump with MFR # 3003306248-2023-07181. Date of death redacted from initial. A direct correlation between the centrimag motor, serial number: (B)(6), and the reported system stop could not be conclusively determined through this evaluation. It was reported that the centrimag console displayed 0 liters per minute (lpm) and 0 rotations per minute (rpm). No log files were submitted for review. Additional information provided on 03aug2023 stated that the alarms were unable to be reproduced after being exchanged. Multiple good faith effort attempts were made requesting tracking information for the returning products, the serial numbers of the newly exchanged console and motor, for log files, if the patient¿s ECMO was an abbott product, and if the test loop that was run used the patient¿s pump; however, no response was provided. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the centrimag motor (serial number: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The centrimag blood pump instructions for use 9ifu) lists death as an adverse event that may be associated with the centrimag circulatory support system under ¿adverse events¿. IFU warning #9: potential risk to the patient should be evaluated prior to changing a centrimag vad. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Venovenous extracorporeal membrane oxygenation (vv ECMO) was initiated on 03jul2023 with no modifications or circuit changes. No log files were available for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimg screen read 0 rotations per minute (rpm) and 0.00 liters per minute (lpm). The nurse attempted to switch the flow probe to see if it was malfunctioning. The patient became hemodynamically unstable with their stats in the 20s requiring bagging, no cardiopulmonary resuscitation (CPR). An emergency console and motor exchange was performed. Care was withdrawn due to futility of care on (B)(6) 2023 at 10:54 and the patient passed away. A training loop was performed to recreate the event to see what alarms, if any, were to occur but the alarms were not replicated. Related MFR for the console: 3003306248-2023-05044.